Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Our investigations have shown that the complained pelvic arm the shaft broke off. The broken surface of the investigated article is homogenous which indicates material conformity as well. Further investigation showed conformity of the article in question to specification and no apparent fault of material or manufacturing was detected. It is assumed that too much mechanical force well beyond its calculated design was applied during usage. No product fault was detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The clamp broken off. This is report 1 of 1 for complaint (B)(4).